Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the r781 resistor was open. The cause of the constant gong alarms is the open resistor. The patient had reported that they received a cardioversion but indicated that the lifevest was removed for the procedure. The open resistor, however, is consistent with the external cardioversion. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.